Event description:
It was reported that this left bundle branch lead was a case of an attempted implant bent of helix and was not able to retract with more than thirty turns. This lead was successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that this left bundle branch lead was a case of an attempted implant bent of helix and was not able to retract with more than thirty turns. This lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the helix bent and difficult-to-position observation with the lead based on the helix being deformed. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.